Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed. The unit gives a cassette reattach error when the latch lock is opened and closed. The cause was the downstream occlusion (dso) sensor. Replaced dso sensor, dso bezel, and dso seal. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump failed downstream occlusion (dso) calibration. Occurred during testing. There was no patient involvement.